Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Ref import report #: (B)(4).